Event description:
The physician was cutting a heavily calcified sfa. After several passes, the physician was pulling the device back into the sheath and the turbohawk became caught in the sheath. The physician then tried to extracted it, but was only able to get the turbohawk into the contralateral portion of the sheath where it subsequently became stuck. The physician was not able to pull the device any further. The physician then pulled hard enough that he was able to pull the turbohawk device out except for the tip, which remained in the contralateral sheath. The physician then tried to pull the rest of the device out unsuccessfully, but was able to get the basket of a filter in the contralateral sheath. The physician then removed the entire device out of the patient without consequence. They were able to hold pressure and the patient did not have a hematoma and is doing fine.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.